Event description:
It was reported that during a vats lobectomy procedure, the device was blocked during firing on the right lower lobe vein (8th firing) with a white cartridge. During this firing the stapler blocked after the first stroke and also because it was on the vessel. The surgeon decided not to open the stapler but converted to open thoracotomy in order to be able to put a vascular clamp behind the stapler before opening it. They opened the stapler when they had control over the situation and noticed only a few b shaped staples were formed. Another device was used to finish the procedure without any further problems.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how far was the device fired prior to it being blocked? Approximately 4/5mm. Was the force to fire high? No. Please confirm devices used? Ats45 and reload tr45w. Was the device fully articulated? Degree of articulation? Not at the time of this firing cyclus, however, this was the 8th firing , maybe articulation was used in earlier firings was this issue observed on previous firings? No. How is the patient? Unknown. On what tissue type was the device used? At what location on the tissue? See event description. Was it used on thick tissue? No, see event description, however it was used on thick tissue in earlier firings of that case. What was the outcome, leakage, bleeding or other please specify? No bleeding, because stapler was not opened before clamping the vessel. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? See event description. What other color cartridges were used before and after this event? 8 green. Was buttressing material utilized? If so, which product? No was the instrument fired across or near an existing staple line or clip? No not in that firing. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? The 7th or 8th was only possible to close with two hands. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? With the button. Was there any difficulty removing the device from the tissue? No. The device blocked on the vessel. Was the device still articulated at this step? No. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? No. Is it possible to say what the stroke count indicator displays at the time the device couldn¿t be opened? Not applicable, ets line. What position did the knife blade indicator show? Not applicable , ets line. How often does the surgeon use this device or was there a recent conversion to ees devices in this account or with this surgeon? Experienced surgeon, no recent. Conversion the analysis results found that the device was received with a 6r45b. Cartridge loaded on the device; it was noted to be unfired. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.